Manufacturer narrative:
The reported events of lead dislodgement and failure to capture were not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.

Event description:
It was reported that the patient presented at clinic for a left ventricular (lv) lead implant procedure. During implant, it was discovered that the patient's lv lead had dislodged due to patient anatomy, resulting in a loss of capture. The patient's lv lead could not be successfully implanted on (B)(6) 2025. The patient was stable.